Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that they were unable to interrogate the device. The device was explanted and replaced.